Event description:
It was reported that pump experienced malfunction alarm with code displayed and fault ID available, and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised that pump use could continue, and was instructed to call back if malfunction code recurred, which caller acknowledged and understood.